Event description:
T-fix bar was found broken during "meniscorrphapy" procedure. Approximately 1.5cm vertical tears were found in the posterior to the medial of the lateral meniscus during acl reconstruction. The surgeon inserted a t-fix single suture curved and felt it pierce through the posterior horn of the meniscus, but when he applied tension to engage the bar, the bar pulled out with the suture which caused a 10 minute delay. Another device t-fix device was inserted to complete the procedure.